Manufacturer narrative:
Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380. E1: patient city: (B)(6). Patient country: poland.

Event description:
It was reported that the patient faced high blood glucose event on (B)(6) 2026 and was treated with insulin via pen and pump therapy. The cannula got bent due to insertion in hardened tissue. The blood glucose was high for one to two hours and the infusion set was used for two to three hours.